Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had never been able to get their settings right for their left side since implant. The patient stated they were being over stimulated or something. The patient said the right side was ok. They ordered an MRI and was wondering if the rep needed to be there to turn off/on the ins. The patient had their programmer to turn off the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was not "actually working the way it was supposed to" with the patient's medication. It had been an issue since implant. The patient went in weekly to adjust stimulation. The adjustments would work for the first day or two and the she either starts falling down all the time or her knee is in pain. The patient clarified that she had osteoarthritis in her left knee that was swollen. She had osteoarthritis previous to implant but the patient said her knee pain had gotten worse since implant. When the hcp changed the patients settings to a certain program, the knee pain went away. The patient also reported having "breakthrough tremors" and that she felt sick to her stomach. The patient said she had been falling 5-6 times per day. At work one day, the patient went to sit down, got "bucked out of her chair" and hit her head on a door, causing her to get stitches. The patient was advised to follow-up with her hcp to discuss symptoms. No further complications were reported/anticipated.